Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump display was frozen and buttons not responding. Customer blood glucose level was 200 mg/dl. Customer also stated that the insulin pump not exposed to moisture. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
No frozen screen, audio/beep/vibrate anomaly or button error alarm noted. Device time/clock moved. Device had unresponsive esc and act buttons due to unlocked lcd keypad connector.